Manufacturer narrative:
Scale malfunctioned. The service technician confirmed that there was no defect found. The bed was functioning to specification.

Event description:
It was reported by service report that the scale is not working. No pt involvement or adverse consequences are reported.